Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site doctor reported a site navigation system articulating arm can rotate after it is screwed down and would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.